Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient(s) receiving intrathecal therapy. The hcp noted they had replaced catheters in the past.